Event description:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav catheter and it was not possible to flush the catheter. It was reported there was a high pressure error via infusion pump (b.braun). It was not possible to flush the catheter anymore with the pump or manually. The device was being used on the patient at the time of incident. The correct catheter settings were selected on the generator and there were no issues with flow rate change at the start of ablation. They changed the catheter to resolve the issue. There was no patient consequence.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number (B)(4) and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. #(B)(4).